Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speed band superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2023. During the procedure, the physician wanted to ligate the varices, so the scope was removed from the patient and the device was installed onto the scope. The first varix was suctioned; however, the band did not deploy. When it was attempted to deploy, nothing happened and there was a strong resistance in the ligator. The scope and the device were removed, and a second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2023. During the procedure, the physician wanted to ligate the varices, so the scope was removed from the patient and the device was installed onto the scope. The first varix was suctioned; however, the band did not deploy. When it was attempted to deploy, nothing happened and there was a strong resistance in the ligator. The scope and the device were removed, and a second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had no bands attached. The ligator housing teeth were damaged. The handle slot had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, since there were no bands attached in the ligator housing, this implies that they were deployed during the procedure. It was found that the ligator housing teeth were damaged, which could have happened during the procedure as a result of excessive force being used when deploying the bands making the suture to bed them. The reported problem could not be seen; however, there is the possibility that during the procedure there were difficulties deploying the bands and it could have been tried to deploy them several times, making the teeth get damaged but also deploying them even if it did not complete the procedure. It is also possible that the bands had problems to deploy due to the teeth being damaged. This would ultimately affect how the thread pulls the bands when pulling the trip wire, the teeth could have been damaged as previously mentioned by the force used when pulling the trip wire, also, there is the possibility that if when the device was being prepared into the endoscope the teeth were not handled in a correct way making them get bent, it could also be a possibility that the ligator housing hit against a part of the patient's body, damaging them in the process. Since the reported event could not be seen due to the bands not being in the ligator housing; therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.